Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device/perforation and uterus/embeded in dome of uterus /metallic 2 mm object within the myometrium of the midline fundus anteriorly."), embedded device ("migration/perforation of the essure device/perforation and uterus/embeded in dome of uterus /metallic 2 mm object within the myometrium of the midline fundus anteriorly."), the first episode of device dislocation ("the one on the left was just deep to the left lower quadrant abdominal wall adjacent to the left linea semilunarisanterior to the bowel.") And the second episode of device dislocation ("showed the right fallopian tube implant appeared to be at the cornu with its lateral tip is surronded by fat beyond the uterune serosa.") In a 35-year-old female patient who had essure (batch no. 1879310) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibroids. In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, 1 day after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required), the first episode of device dislocation (seriousness criteria medically significant and intervention required) and the second episode of device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (in (B)(6) 2014 and (B)(6) 2017 pelvic surgery done to try and alleviate the symptoms). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, embedded device, the last episode of device dislocation, weight increased, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, embedded device, urinary tract disorder, uterine perforation, weight increased, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2014, (B)(6) 2017 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded) hysteroscopy - on (B)(6) 2017: disordered proliferative endometrium ultrasound scan - on (B)(6) 2016: two small fibroids measure up 1.1 cm; on (B)(6) 2017: fundal myeloma, left ovarian cyst on (B)(6) 2011hysterosalpingogram: failure to occlude (close) fallopian tubes (B)(6) 2017 - biopsy ; endocervical curettage - diagnosis: benign endocervical glandular tissue with acute and chronic inflammation. / endometrial curettage - diagnosis: disordered proliferative endometrium (B)(6) -2013 - there was no evidence of an essure coil in both fallopian tubes. Left salpingectomy and right fallopian tube cauterization was performed. In (B)(6) 2014 an additional laparoscopic surgery was performed to removal of coil remnant. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: chronic pelvic pain, retained/embedded essure device most recent follow-up information incorporated above includes: on 16-may-2018: medical records received. Medical history and lab tests updated. Perforation event was more specifically detailed by a CT on (B)(6) 2013: right fallopian tube implant appeared to be at the cornu with its lateral tip surrounded by fat beyond the uterine serosa. The one on the left was just deep to the left lower quadrant abdominal wall adjacent to the left linea semilunaris, anterior to the bowel. There was a third radiopaque versus metallic 2 mm object within the myometrium of the midline fundus anteriorly; events were added accordingly to this description and perforation was split to uterine perforation and embedded device. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device/perforation and uterus/embeded in dome of uterus /metallic 2 mm object within the myometrium of the midline fundus anteriorly."), embedded device ("migration/perforation of the essure device/perforation and uterus/embeded in dome of uterus /metallic 2 mm object within the myometrium of the midline fundus anteriorly."), the first episode of device dislocation ("the one on the left was just deep to the left lower quadrant abdominal wall adjacent to the left linea semilunarisanterior to the bowel."), the second episode of device dislocation ("showed the right fallopian tube implant appeared to be at the cornu with its lateral tip is surrounded by fat beyond the uterine serosa.") And device expulsion ("migration of essure device location of device: uterine cornua, abdominal wall") in a 35-year-old female patient who had essure (batch no. 1879310) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibroids. In 2011, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In september 2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and embedded device (seriousness criteria medically significant and intervention required). On an unknown date, 1 day after insertion of essure, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required), the second episode of device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (in (B)(6) 2014 and (B)(6) 2017 pelvic surgery done to try and alleviate the symptoms). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, embedded device, the last episode of device dislocation, device expulsion, weight increased, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, urinary tract disorder, uterine perforation, vaginal haemorrhage, weight increased, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2014, (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded) hysteroscopy - on (B)(6) 2017: disordered proliferative endometrium ultrasound scan - on (B)(6) 2016: two small fibroids measure up 1.1 cm; on (B)(6) 2017: fundal myeloma, left ovarian cyst on (B)(6) 2011 hysterosalpingogram: failure to occlude (close) fallopian tubes (B)(6) 2017 - biopsy ; endocervical curettage - diagnosis: benign endocervical glandular tissue with acute and chronic inflammation. / endometrial curettage - diagnosis: disordered proliferative endometrium (B)(6) 2013 - there was no evidence of an essure coil in both fallopian tubes. Left salpingectomy and right fallopian tube cauterization was performed. In feb-2014 an additional laparoscopic surgery was performed to removal of coil remnant. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: chronic pelvic pain, retained/embedded essure device most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, urinary tract disorder, bladder disorder and device expulsion were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device/perforation and uterus/embeded in dome of uterus /metallic 2 mm object within the myometrium of the midline fundus anteriorly."), embedded device ("migration/perforation of the essure device/perforation and uterus/embeded in dome of uterus /metallic 2 mm object within the myometrium of the midline fundus anteriorly."), the first episode of device dislocation ("the one on the left was just deep to the left lower quadrant abdominal wall adjacent to the left linea semilunarisanterior to the bowel."), the second episode of device dislocation ("showed the right fallopian tube implant appeared to be at the cornu with its lateral tip is surronded by fat beyond the uterune serosa.") And device expulsion ("migration of essure device location of device: uterine cornua, abdominal wall") in a 35-year-old female patient who had essure (batch no. 1879310-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibroids. In 2011, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and embedded device (seriousness criteria medically significant and intervention required). On an unknown date, 1 day after insertion of essure, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required), the second episode of device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (in (B)(6) 2014 and (B)(6) 2017 pelvic surgery done to try and alleviate the symptoms). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, embedded device, the last episode of device dislocation, device expulsion, weight increased, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, urinary tract disorder, uterine perforation, vaginal haemorrhage, weight increased, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2014, (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded). Hysteroscopy - on (B)(6) 2017: disordered proliferative endometrium. Ultrasound scan - on (B)(6) 2016: two small fibroids measure up 1.1 cm; on (B)(6) 2017: fundal myeloma, left ovarian cyst. On (B)(6) 2011 hysterosalpingogram: failure to occlude (close) fallopian tubes. (B)(6) 2017 - biopsy ; endocervical curettage - diagnosis: benign endocervical glandular tissue with acute and chronic inflammation. / endometrial curettage - diagnosis: disordered proliferative endometrium. (B)(6) 2013 - there was no evidence of an essure coil in both fallopian tubes. Left salpingectomy and right fallopian tube cauterization was performed. In (B)(6) 2014 an additional laparoscopic surgery was performed to removal of coil remnant. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: chronic pelvic pain, retained/embedded essure device most recent follow-up information incorporated above includes: on 21-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device/perforatioin and uterus/embeded in dome of uterus / malposition of essure device location of device: lower abdomen; uterine wall") in a 35-year-old female patient who had essure (batch no. 1879310) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. In september 2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (in (B)(6) 2014 and (B)(6) 2017 pelvic surgery done to try and alleviate the symptoms). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, weight increased, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, urinary tract disorder, uterine perforation and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2014, (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded) on 14-oct-2011hysterosalpingogram: failure to occlude (close) fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: reporter information, patient details lab data, product details, events- malposition of essure device location of device: lower abdomen; uterine wall), bladder problems or changes, urinary problems or changes in dome of uterus), were added on (B)(6) 2018: processed with initial incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, 20 days before insertion of essure, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. The patient was treated with surgery (in (B)(6) 2013 and (B)(6) 2014 pelvic surgery done to try and alleviate the symptoms). At the time of the report, the perforation and weight increased outcome was unknown. The reporter considered perforation and weight increased to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.